Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b23: as of today, neither images enabling direct assessment of product performance nor the product itself, have been provided for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: during treatment of an aneurysmal mesenteric artery on (B)(6) 2025, an 8fr hfan sheath was used to advance the gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn® device). The viabahn® device reached the intended treatment and deployment was initiated. However, the deployment line could not be pulled any further and did not continue to release. As reported, there was no device expansion. The viabahn® device was withdrawn through the sheath and replaced by a competitor's device. It was reported the physician does not know what led to the non-deployment. The patient was not harmed due to the viabahn® device.

Manufacturer narrative:
D9: device was returned to gore for evaluation. H6 - code b01: an engineering evaluation was performed and the results state: the reported failure mode of inability to continue deployment is not consistent with the findings. Deployment continued with traction near the endoprosthesis. The engineering evaluation of the device could not confirm the reported failure to deploy. Replication of this failure mode is not always possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. The root cause of the reported failure mode could not be established with the available information. The engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation.